Event description:
It was reported that during a stent placement in the left iliac artery, the blue catheter snapped and separated from a stent graft device. A 9f sheath and 0.035 guide wire were used for the procedure. The tracking path to the intended site was without calcification or tortuosity. The stent partially deployed, as the catheter separated, making it difficult to remove. The entire system was removed together without incident, and the procedure was completed using a bare metal stent. There was no reported injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and the 2-way stop cock were open. The outer sheath was torn off at the catheter reinforcement and elongated in that area. The system was stuck in an introducer sheath. The stent graft protruded 15 mm from the introducer system. The distance from the inner catheter to the stent markers was 10 mm. The evaluation of the sample revealed that the outer sheath of the catheter was elongated and torn off. The condition of sample leads to the conclusion that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties and the fracture of the outer sheath. This complaint is confirmed, however, based on the evaluation of the sample and the information provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.